Event description:
It was reported that a patient underwent a posterior lumbar spinal fusion on (B)(6) 2012 and a drain was inserted. On (B)(6) 2012, when removing the drain, the drain broke. The patient was re-operated on the same day to remove the fragment of the drain. The re-operation was completed successfully. The patient was hospitalized two days longer. The patient has been discharged from the hospital without any complications. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227606, mfg date: 02/01/2012, exp date: 02/28/2017. Batch j1227623, mfg date: 03/01/2012, exp date: 03/31/2017. Batch j1227608, mfg date: 02/01/2012, exp date: 02/28/2017. Batch j1227618, mfg date: 03/01/2012, exp date: 03/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.